Event description:
It was reported that the patients right ventricular (rv) lead was "turned off" due to high thresholds and increasing impedance level trend. The lead currently remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).